Manufacturer narrative:
The device was not evaluated by the manufacturer but we did receive the electronic device logs and screen shots that draeger medical engineering used to investigate the reported incident. The algorithm uses the patient's estimated heart rate from EKG and/or spo2 to determine its optimal internal filter to remove extraneous signals. Instantaneous changes in heart rate (as when the probe is moved between individuals without resetting) or connection of 2 competing heart rate sources (as when EKG is connected to different individual from spo2) can cause the wrong filter to be selected. The algorithm is not designed to support these non-clinical use models. The only known cause of wrong saturation or pulse rate with vf6.6 arises from the non-clinical instantaneous movement of the probe from one individual to another, or from connecting 2 individuals simultaneously (EKG and spo2). In normal clinical use, patients should be discharged before another is admitted, preventing this tissue from occurring. If a 'spot check' of another individual is performed, the spo2 algorithm should be 'reset' by briefly disconnecting the spo2 probe from the intermediate cable, or disconnect the intermediate cable from the multimed. Like all spo2 algorithms, the draeger algorithm incorporates a 'hold period' of up-to 30 seconds when presented with noisy or artifactual data. This hold period is compliant with the standard for spo2 monitoring (iso-9919), and is an important part of the false alarm reduction mechanism. Draeger medical systems, inc. Is not planning any corrective action at this time however, we will continue to monitor for the reported condition as well a continually working to improve the performance of our spo2 algorithm.

Event description:
Draeger medical systems, inc. Had received information from our local office that customer reported that while monitoring a patient, (baby) using our delta xl patient monitor for spo2 saturation levels a value of 98% was displayed even though the baby's skin color was pale grey and marbled. With an additional pulsoxy monitoring of the patient a value of 39% was measured. According to the attending nurse, this problem occurs mainly with neonates of a weight below 700g and/or to week 25 of gestation. The customer reported that the condition of the baby had improved.